Manufacturer narrative:
G4. PMA/ 510(k): p030031;p040036 the device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 15-may-2026. A visual inspection evaluation and force test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material presumably blood in the pebax section. Further investigation revealed a hole in the surface of the pebax. The device was connected to the carto 3 system, it was recognized and visualized. An ablation cycle was performed and the results were found within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue and force vector error reported by the customer were confirmed as the blood residues inside the pebax could be related to the reported event. The potential cause of the pebax damage could be related to the handling of the device during the procedure; however, this can not be conclusively determined. The catheter instructions for use (IFU) contains the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. Carto 3 system IFU contains the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, the force vector on the ablation catheter would flip unexpectedly when radio frequency (rf) was delivered. The catheter was zeroed multiple times but would still read incorrectly and would flip on ablation. The cable disconnected/ reconnected. A new ablation catheter was given and the issue was resolved. No errors appeared on the carto system. The procedure was delayed 10 minutes due to the reported issues. The procedure was successfully completed. No patient consequence was reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 04-jun-2026, it was identified that there was reddish material presumably blood in the pebax section. Further investigation revealed a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 04-jun-2026 and have assessed this returned condition as reportable.